Event description:
Boston scientific received information that this device declared elective replacement indicator due to charge times. The patient stated that they were told the device would last (B)(6). This device was scheduled to be replaced. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.